Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, between 19:30 and 20:00, the patient began feeling unwell, experiencing blurry vision and dizziness. He checked his cgm, which displayed 90 mg/dl, but he was unable to confirm this reading with a fingerstick blood glucose (fsbg) measurement. The patient¿s wife initiated treatment by giving gummy candies and sugar water. The patient subsequently lost consciousness (loc), and his wife called 911. The patient regained awareness in the back of the ambulance and was unable to determine how long he had been unconscious. During transport, emergency medical technicians (emts) obtained an fsbg of 20 mg/dl, while the cgm simultaneously displayed 45 mg/dl. At that time, the emts removed the sensor and turned off the patient¿s omnipod pump. The patient was transported to the emergency department (ed) and evaluated by the on-call physician. Intravenous (IV) fluids and IV glucose were administered. The patient remained in the ed for approximately four hours and was discharged at around 01:00 once his blood glucose levels had stabilized. No discharge medications were prescribed. At the time of report, the patient was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the a zone of the parkes error grid during transport. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.